Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was oversensing, undersensing, noise was seen with isometrics, impedance measured high, and inappropriate therapy was delivered. Lead fracture that appeared to be possible clavicle crush was also reported. The lead was capped and replaced. No further patient complications have been reported as a result of this event.